Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter, the test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No pump/sensor transmitter communication anomaly or calibration anomaly noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2017. It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 400 mg/dl at the time of the incident. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this is a past event. The insulin pump will not be returned for analysis.